Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During preparation, resistance was encountered while flushing the catheter, and the physician was unable to eliminate the air. A second device was used but exhibited the same issue. A third device of the same type was then used to complete the procedure with no complications reported. The patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.